Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient had frequent charging of the ipg. The ipg was replaced. During the removal of the ipg, the surgeon noted that the extension tails appeared to be in poor condition so it was explanted and the lead was inserted directly to the new ipg. The physician speculated that the poor condition of the extensions might have been a factor in the patient's poor charging.

Manufacturer narrative:
Sc-1110 (sn (B)(4) device evaluation indicated that the device passed all tests performed. The depleted ipg was charged fully in one cycle. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The device revealed normal device characteristics. Sc-3138-25 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint of the poor condition of the extension tail was not verified. Visual/x-ray/borescope inspections and impedance test were performed and found no anomalies.

Event description:
A report was received that the patient had frequent charging of the ipg. The ipg was replaced. During the removal of the ipg, the surgeon noted that the extension tails appeared to be in poor condition so it was explanted and the lead was inserted directly to the new ipg. The physician speculated that the poor condition of the extensions might have been a factor in the patient's poor charging.